Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor glucose value and blood glucose value, hyperglycemia and diabetic ketoacidosis. The customer reported blood glucose value of 700 mg/dl and sensor glucose value of 215 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1884, mmt-431ag, mmt-342, mmt-7040a. Troubleshooting was partially performed and the value difference was not within the target range and more than 30%. Customer has been using the insulin pump system within 48 hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and sensor. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.